Event description:
The patient reportedly experienced a sound percept problem (exact date not given). The patient's parents exchanged external hardware. However, the patient reported no sound. In 2002, the patient was seen at the implant center for device evaluation. Testing performed confirmed that the device was no longer functioning. The device was explanted. The patient was reimplanted with another clarion device.